Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Cause of bg level was not known. Customer administered bolus via the pump to address the issue and went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.